Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent temperature alarms. The customer's blood glucose level was 305 mg/dl. Reportedly, the pump was not exposed to extreme temperatures. Reportedly, the customer continued to use the pump for therapy but also had insulin available.